Manufacturer narrative:
System updates pending. Result: known inherent risk of procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the aortic rupture cannot be confirmed. Procedural factors (manipulation of the device during insertion) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure, an aortic rupture occurred during the insertion of the ascendra + (asc+) sheath. The rupture was repaired with a patch. As the asc+ sheath was inserted, the aorta tore, resulting in major bleeding. The sheath was withdrawn. The skin was surgically opened and the tear was repaired with a patch. No additional open surgery was required. The asc+ sheath was then reinserted and a 29mm sapien 3 (s3) valve was successfully deployed in an 80:20 aortic/ventricular (a/v) position. The procedure was completed and the patient was transferred in stable condition. The annular valve area measured 680mm2 with mild annular, mild native leaflet and mild aortic root calcification reported. Moderate lvot calcification was reported.